Event description:
At the end of a transfemoral tavr case the patient developed a hematoma in the right groin. Angiography revealed bleeding at the right femoral artery at the site of the perclose devices, requiring repair with a covered stent. It is believed the injury was caused by incomplete arteriotomy closure of the perclose devices. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).